Event description:
It was reported that during use on a patient, the fiber optic of the cardiosave intra-aortic balloon pump (iabp) would not calibrate. The iabp was swapped out for another and the same event occurred. The cathlab representative indicated the issue related back to the catheter positioning,as opposed to the iabp being the failure point, given the fact that the second console gave the same issue. There was no patient harm, injury, or adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. Unrelated to the reported complaint, the fse replaced the safety disk as per the cycle interval. The unit was calibrated and passed all functional and safety tests per factory specifications.

Event description:
It was reported that during use on a patient, the fiber optic of the cardiosave intra-aortic balloon pump (iabp) would not calibrate. The iabp was swapped out for another and the same event occurred. The cathlab representative indicated the issue related back to the catheter positioning,as opposed to the iabp being the failure point, given the fact that the second console gave the same issue. There was no patient harm, injury, or adverse event reported.